Event description:
Reportable based on device analysis completed on 11-feb-2015. It was reported that balloon damage occurred. During unpacking of a 3.00 x 38 synergy¿ drug-eluting stent, the physician noticed that the balloon was somehow kinked. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, damaged & stretched distally out over the distal tip of the device. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, indicating that a full crimp was achieved between the stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a mid-shaft kink 31mm distal from the mid-shaft bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).